Event description:
The patient could not adjust the stimulation. The programmer displayed a "call your doctor" icon. The device was in a power-on-reset condition. The outcome is unknown. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).